Manufacturer narrative:
It was determined that the ipg had not resulted in the seroma for the patient. Hence, the ipg is no longer reportable.

Event description:
Additional information received indicates that surgery took place on (B)(6) 2023 during which it was noted that a previously implanted competitor's catheter was leaking csf fluid into the ipg pocket. It was determined that the ipg had not resulted in the seroma for the patient. Hence, the ipg is no longer reportable.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient has a seroma near the ipg site which has been drained, however, has returned. As such, surgical intervention may occur to address the issue.